Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving unknown medication(s) at unknown dose/concentrations via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient had a MRI at 1700 on (B)(6) 2016. On (B)(6) 2016, the healthcare provider (hcp) checked the pump status and saw an attention dialogue box indicating that a motor stall occurred. The patient had no therapy issues, no symptoms were reported and the pump "seemed" to be working. The pump logs had been checked. The MRI had not been done due to a suspected problem with the device or therapy. It had been longer than 2 hours since exiting the MRI field. Further follow up was conducted to obtain additional event information including who initially reported the event to the rep, what the serial number of the device was, what actions/interventions were taken, and if it was confirmed that the motor stall had recovered. Further information was received from the rep indicating the pump was checked. It was functioning normally it was noted. No further information was provided including how long the pump was stalled prior to recovery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the event had been reported to the manufacturer representative by a doctor. The representative did not think that the pump had been stalled for more than two hours because the pump was read and reset by the doctor before they were able to look at the pump logs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.